Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse rplaced both check valves to correct issue. The fse also adjusted flow rate to 1.02; it was at .98 which was excessively low. The fse then calibrated and ran qc along with a precission, and all results were good. The probable cause of the event was a bad inlet check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported poo peaks with their g7 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.